Event description:
The customer called and reported her blood glucose went down to 29 mg/dl and she could not get it back up. Customer did not believe this was due to carbohydrate counting and stated she had 121 units of insulin in her reservoir and after delivery, had 84 mg/dl. Customer declined to be transferred for further assistance and troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.